Event description:
Device malfunction: failure to deploy - thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a tech trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, the garage tube leaves carved into the exchange sheath. Thumb advancer/exchange sheath splitting could not be completed. The safety release slider was activated retracting the locator wings releasing the device from the pt anatomy. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.